Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed. During removal of the protective covering from the 24 x 2.50mm promus premier select stent during prep, the stent was noted to be broken and slipped from the catheter. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product. P select ous mr 24 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube noted multiple kinks along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break of the shaft polymer extrusion in the port bond region measured at 118 cm distally to the distal end of the strain relief. Additionally, multiple kinks were noted along the entire length of the inner and outer shaft polymer extrusion shaft. The product mandrel was also returned with the device and a kink was noted in its proximal region. The stent protector was partially removed distally and stuck in the distal loop of the product mandrel. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed. During removal of the protective covering from the 24 x 2.50mm promus premier select stent during prep, the stent was noted to be broken and slipped from the catheter. The procedure was successfully completed with a different device without issue or patient injury.